Event description:
Asr reported via sales rep reporting intraoperative fracture of the trochanter at the time of the initial surgery. Left hip; intraoperative complication/femoral fracture - posterior trochanter. Diagnosis for primary hip surgery: osteoarthritis. Comorbidities: joint pain.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. The reported asr product codes have been discontinued/obsoleted and will not be investigated further. A search of the complaints databases identified no related reports against the remaining product/lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 11/24/2015 - the patient's medical records were received. The patient's medical records indicate the patient also had a synovitic fluid collection in the hip. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 12/11/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. The reported asr product codes have been discontinued/obsolete and will not be investigated further. A search of the complaints databases identified no related reports against the remaining product/lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.